Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface.".

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped onto a hard surface. A replacement pump was sent to the customer to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.